Manufacturer narrative:
Covidien reference: (B)(4). Was reported that customer will complete the repair. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
Report received of error codes which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.